Event description:
The patient reported going to the emergency room for problems with the device over a weekend. The patient was instructed to see his doctor on monday; however, the patient felt fine and cancelled the appointment. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).